Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was inoperable. Programmer displayed error message "replace generator. Generator has reached the end of its service". Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.